Manufacturer narrative:
(B)(4). Complaint conclusion: a report was received that the blue part of the shaft of a 9 x 40mm smart flex biliary stent delivery system (sds) kinked and that the device failed to cross the lesion. Attempts to obtain additional details about the patient, lesion characteristics or procedural details have been unsuccessful. One non-sterile smart flex 9x40 bil80cm was received coiled inside a plastic bag with the hemostasis valve open. The visual analysis revealed that the stent was partially deployed by 0.7cm and the sds was partially separated at the outer member female luer hub. No other issues were found. Functional testing of the deployment process could not be performed because of the partially separated condition of the returned device. Sem analysis of the separated outer member section revealed evidence of a plastic deformation suggestive of an application of tensile force that induced the separation. Examination of the braid wire revealed evidence of plastic deformation resulting in an elongation. This finding is suggestive of an application of stress that exceeded the material yield strength or a tensile overload. In addition, ductile dimples are suggestive of pulling and/or stretching events. No other anomalies were found during sem analysis. Dimensional analysis of the outer member outer diameter found that it was within specification. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds ¿ failure to cross¿ event was not confirmed based on the results of the dimensional analysis. The exact cause of the reported event could not be conclusively determined. However the partially deployed stent and the partial separation of the device may have contributed to it. The reported ¿sds ¿ kinked/bent¿ event was not confirmed based on the results of the visual analysis. However, the sds was found to be partially separated. The cause of this finding could not be conclusively determined. In addition, the cause of the partial stent deployment finding could not be conclusively determined. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, lesion characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The instructions for use (IFU) cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. Based on the information available for review, there are procedural and handling factors (as evidence by the near-separation and partially deployed stent of the returned device) that may have contributed to the reported events. Neither the device history record review nor the product analysis suggests that the reported events were related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by the sales rep, a smart flex stent kinked at the blue part on the shaft and it did not cross. No additional information could be provided. The product is available for analysis. It was reported in the product analysis that the whole catheter of the device was nearly separated. The stent of the unit was also received partially deployed 0.7cm.